Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the remote control button leak. Based on the result, we concluded that it was caused due to the excessive force applied on the remote control button. In addition, we confirmed that the angle wire hard to move, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.